Event description:
Connection issues during the implantation procedure; therefore, the device was not implanted.

Manufacturer narrative:
(B) (4). Conclusion: the electrical characteristics of the returned device were determined to conform to established specifications. As received, the connection system of the pacemaker functions as specified with the returned screwdriver in the ventricular channel. The clicking sound of the screwdriver could not be attained, because it was no longer possible to completely insert the screwdriver into the set-screw cavity. Full insertion was not possible cause of the bur formation in the upper portion of the atrial set-screw. The damages identified to the atrial set-screw are consistent with incomplete insertion of the screwdriver tip into the hexagonal cavity, as illustrated in (B) (4). Subsequent rotation with the torque screwdriver led to stripping and bur formation of the upper portion of the set-screw cavity.